Event description:
It was reported that a balloon rupture occurred and local hematoma was noted. The 80 - 90% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6-8 times. However, it was noted that the balloon burst 10atm upon 8th inflation for 1-3 minutes. The device was removed by the sheath and the procedure was completed with another of same device. The patient was under observation as for local hematoma. Per physician's opinion, the cause of hematoma could be possible caused by the device malfunction. No further complications were reported and patient was stable post procedure.

Manufacturer narrative:
B1: corrected to 'product problem and adverse event' device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning approximately 1mm proximal of the proximal markerband and extending approximately 13mm distally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred and local hematoma was noted. The 80 - 90% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6-8 times. However, it was noted that the balloon burst 10atm upon 8th inflation for 1-3 minutes. The device was removed by the sheath and the procedure was completed with another of same device. The patient was under observation as for local hematoma. Per physician's opinion, the cause of hematoma could be possible caused by the device malfunction. No further complications were reported and patient was stable post procedure.